Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited noise noted on intra electrograms through device. The atrial lead was extracted and replaced. No patient complications have been reported as a result of this event.